Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was loaded and clamped but would not cycle due to sheared firing rack teeth damage. It was reported that the device was difficult to unload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. Attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: pre-operative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hepatic resection, on ligation of left portal vein and left hepatobiliary, staple formation failed on two staplers. Some staple was falling out with incomplete formation. Both staplers fired completely but there was an incomplete staple line on distal area on the first reload and central area on the second reload. Staple cartridges got broken while firing. The vessel was temporarily burst because staple did not have successful formation. Surgical time was extended for 30 minutes or more. After firing, the reload failed to be removed from the handle. To complete the case another stapler from the competitor was used.